Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. There were reports of anaphylactic reactions. It was reported that the patient wanted to know if the device could be leaking and causing issue. The patient reported that their lips was swelled, had lots of swelling and hives about the implant site. He also stated he had hives break out in other areas, he have had surgery in the past. Additional information from the patient reported he had cancer and other issues. Two years prior, he went to the doctor because he had cancer and they needed to do radiation and he had no ill effects. He mentioned that the ins seemed to be free floating in the hip. It was noted that the ins stopped working five months prior to the report. There was no allegation of battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.